Event description:
It was reported that, the subcutaneous implantable cardioverter defibrillator (s-ICD) system delayed therapy due to post c rate felled intermittently just below 200 bpm during a real ventricular tachycardia (vt) episode. Additionally, prior to shock the system exhibited oversensing that aided in the needed shock. The shock converted the rhythm. This electrode remains in service. No adverse patient effects were reported.